Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 100-200's (mg/dl). During troubleshooting at the time of report, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. A new cartridge was loaded and the pump performed as intended. Recommendation was made for customer to change the supplies.